Manufacturer narrative:
The pump passed the displacement test and self test. However, pump error alarm (variable info = 3) confirmed in the pump history due to broken trace at pin6, u1 keypad assembly.

Event description:
The customer reported via phone call that insulin pump had hardware low level failure alarm. Blood glucose was 144 mg/dl. Customer was able to successfully clear the alarm and self test was pass. The insulin pump will be returned for analysis.